Event description:
The MFR's rep reported that the pt presented to the emergency room with a high fever, hypotension and increased spasticity. The pump pocket was access and a catheter kink was found and "corrected". Final pt outcome is unk.